Manufacturer narrative:
The customer¿s stated issue of ¿pca would not deliver dose¿ was not confirmed through a review of the logs or through testing. The pcu used at the suspected time of the event was not returned for investigation therefore it could not be determined if the issue was related to doses not available. Functional testing consisting of infusions and asm testing performed found the source device operating in specification. The pca was in use during treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was patient involvement.

Event description:
It was reported that nurse said pump would not administer dose when button is pushed even when a new button was attached.